Event description:
It was reported a technical observation showed the lead migrated posteriorly. It was stated the patient¿s programs were altered to improve efficacy on (B)(6) 2012. It was later reported the event was resolved without sequelae on (B)(6) 2012. It was noted the x-ray indicated the lead migrated posteriorly. It was stated the device was interrogated and reprogrammed and that resolved the issue.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v650984, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).